Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, additional information including regarding the patient or subject sample cannot be obtained. Initial medwatch report was submitted, upon further review it was found that this medwatch report # is a duplicate file and has been voided. The original event was submitted on medwatch report # 3006260740-2023-02839.

Event description:
It was reported the needle moved out of port on his own. In all three incidents, the needle inserted into the port pulled so far out of the port, despite the fixation plaster, that there was a risk of extravasation during infusion. However, no patient was harmed. The needles have been used for about 9 months. None of these incidents occurred at that time. This incident has now occurred three times in a short space of time. This report addresses the third occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the needle moved out of port on his own. In all three incidents, the needle inserted into the port pulled so far out of the port, despite the fixation plaster, that there was a risk of extravasation during infusion. However, no patient was harmed. The needles have been used for about 9 months. None of these incidents occurred at that time. This incident has now occurred three times in a short space of time. This report addresses the third occurrence.